Event description:
It was reported that bd luer-lok¿ tip syringes scale markings were smudged and scratched off, and 3 syringes' barrels were completely bent. The following information was provided by the initial reporter: "graduation markings are smudged and scratched off, and three events where the whole syringe itself is bent at an angle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: four photos and thirty 1ml ll syringes (p/n 309628) sealed in blisterpaks from batch #1081821 were received. The samples were visually evaluated. All thirty syringes were observed to have a scrape near the 0.2ml scale marking that extended between a quarter to more than halfway around the syringe barrel removing the affected print in the area. Two of the samples were observed to be bent in half and had a significant amount of print scraped off at the mid-point of the scale. All syringes had varying amounts of print removed after printing throughout the scale along with the observed scratch. The observed damage and print removal were non-conforming per product specification. Potential root cause for the damage and missing print defects is associated with the assembly process. The damage that inadvertently occurred during the assembly process likely also removed the print. This is evidenced by the damage being on top of the printed scale. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that that bd luer-lok¿ tip syringes scale markings were smudged and scratched off, and 3 syringes' barrels were completely bent. The following information was provided by the initial reporter: "graduation markings are smudged and scratched off, and three events where the whole syringe itself is bent at an angle."